Event description:
Customer reported false positive results on behalf of employees. See related cases for additional reported false positive results by the customer. Individual 4 received two false positive results between (B)(6) 2022 using the cue covid-19 test use with cartridge lots 21424m. The exact date of the false positive events is unknown. The individual may have traveled between the united states and canada, did not have symptoms, and tested negative with an unspecified sars-cov-2 pcr, date unknown. It is unknown where the pcr and cue covid-19 test were taken. The pcr test were from (B)(6) in canada and (B)(6) in the united states. The customer provided a test date range and cartridge lot numbers but did not provide patient, test date or additional event specific information. The customer provided the following cue reader sn involved in the false positive results but did not specify which reader was used for each event: (B)(4).

Manufacturer narrative:
Evaluation summary: technical operations tested retain cartridges and customer returned cartridges and concluded that the issue could not be reproduced with retains or customer returns. Investigation summary: the complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Test cartridge replacements were provided to the customer for satisfaction.